Event description:
Received information stating customer received multiple occlusion alarms. Reportedly customer blood glucose level was 400 mg/dl.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.